Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions noted at 20.8-20.9 cm and 21.6-21.8 cm from the proximal cut end consistent with friction to other device or features of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 22.1-23.5 cm from the distal tip consistent with friction to other device or features of the heart. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.